Event description:
It was reported that pump screen was dark and would not turn on, and caller later noted button was extremely difficult to press and required multiple presses to turn on pump screen. There was no adverse impact to the customer's blood glucose level. Customer was instructed on proper button press, confirmed understanding of storage mode, and prepared to use multiple daily injections as backup therapy, while technical support arranged a replacement pump, confirmed shipping address, advised customer to reenter pump settings and reconnect continuous glucose monitor, and instructed customer to return problematic pump with a prepaid label within 10 days.